Manufacturer narrative:
No malfunction suspected; the end user's spouse reported while operating the power wheelchair in the grass while carrying a child on their lap, the end user ran over a tree root and fell. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass." And "[d]o not carry passengers or cargo."

Event description:
While operating the power wheelchair outside in the grass with a child on their lap, the end user hit a tree root and fell.